Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator door latch or lock had fallen off. The customer needed it to be reattached to the door so that the fridge could be recovered and refrigerated medications could be retrieved from that location. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door latch was failed lock had fallen off. A field service engineer remounted the door hasp and ran hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.